Manufacturer narrative:
H2: additional information: additional information was received. See b5. H2, h3: device evaluation: the returned rollers were analyzed by a medtronic representative. It was found via visual inspection of seven presented bearings that the groove roller bearings were in worn used condition. Due to wear, they did not spin smoothly and emitted noise. Previously reported codes 10, 114, and 4307 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the suspected cause of the inaccuracy was user error.

Manufacturer narrative:
H2, h3, h6: a medtronic representative visited the site to evaluate the equipment. It was found that when the rotor rotated around, there was a loud scrapping sound coming from the gantry. Codes 10, 114, and 4307 are applicable. The rep also looked into the accuracy issue on the same system, but could not reproduce it. The system ready for use. Codes 10, 213, and 67 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a cervical spine procedure. It was reported that after the first spine, the site attempted to navigate with the instrument and they were inaccurate. The site attempted to do a second scan and during the scan, there was a very loud whining noise. The site was able to complete the scan but was still inaccurate. The imaging was aborted. There was no delay in the procedure and no impact on patient outcome. Additional information was received. It was reported that it was unknown if the site continued use with the system for the procedure. The amount of inaccuracy was unknown. It was believed that there were no unused spins.